Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button down arrow not working. The customer stated that the numbers were not ramping or the scroll bar was not moving with no input. Customer stated that button down was very difficult to press and the center button was acting up also. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
During testing, it took multiple presses to get both the down and enter keypad buttons to respond. After further review, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.